Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The reported patient effect of dissection, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a mildly tortuous, heavily calcified, 95% stenosed distal right coronary artery procedure, pre-dilatation was performed with a mini trek balloon dilatation catheter successfully. A 2.75 x 33 xience prime was deployed in the heavily calcified lesion and a proximal edge dissection occurred. An unplanned 2.75 x 12 xience prime was used to cover the dissection. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.